Event description:
It was reported that during the post-operation check, this right atrial (ra) lead appeared to exhibit failure to capture. The echocardiogram also showed no atrial sensed events. A chest x-ray was performed and a lead dislodgement was confirmed. The device was then reprogrammed while waiting for the atrial lead reposition. Subsequently, the ra lead was repositioned as scheduled and the lead remains in service. No additional adverse patient effects were reported.